Event description:
It was reported that customer experienced repeated minimum fill notifications while attempting to load insulin cartridges into pump, even though cartridges contained sufficient usable insulin. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pump connection area, reloaded same cartridge, and then loaded new cartridge following guidance from technical support, but issue persisted, so technical support escalated case to another support team, attempted follow-up calls, left voicemail, and sent email while customer relied on insulin shots as backup.